Event description:
Handpiece rotating wheel did not rotate appropriately. Photograph of device label will be e-mailed. Another handpiece was used and functioned properly. No harm. No intervention or monitoring was required. Notification will be sent upon release to company rep.